Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was at home and her phone alerted her that the egv is 200 mgdl. The patient didn't do bg fs comparison. She self treat by taking insulin based on egv via omnipod (non-integrated). She eventually passed out; she could no longer remember further details. All that she knows is that the paramedics came and gave her something to revive the patient via IV (the patient could not recall the medication). She could not recall how long she was unconscious. She thought that since she passed out, her bg might have been below 40 due to her symptom. No actual bg fs was mentioned as she could not longer recall. She refused to be taken to the hospital and the paramedics left. She kept using the same cgm and the next day, the patient decided to remove it. The patient was feeling well at the time of call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.